Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device cannot be charged. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the there is a charging issue. There was reportedly no patient involvement. Remote support from the customer care solutions center was received, during which a quote was provided for diagnostic service. The customer refused service and resolved the issue on their own. Based on the information available there is insufficient information to confirm the reported problem. No further action is warranted at this time.